Manufacturer narrative:
The reason for this revision surgery was identified as excessive wear after 11 years of patient use. This report pertains to the left knee; (B)(4). The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one for a packaging issue, one due to infection, and one due to wear. The root cause for this revision surgery was determined to be due to wear. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt had bilateral knees implanted in january of 2002. The size 8x9 ultra-congruent tibial inserts were worn due to normal pt wear, causing some instability. The bilateral tibial insert exchange was done to an 8x11 ultra-congruent insert. This report applies to the pt's left knee. There will be a separate report for the right knee.